Event description:
This case was initially received via regulatory authority (B)(6) on 05-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("low abdomen pain") and device breakage ("one implant fell apart / 2 mm of implants remained in uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("sudden migraines onset one week after placement"), vision blurred ("blurred vision"), dizziness ("dizziness"), fatigue ("important fatigue"), myalgia ("muscular pain as the days go by"), premature menopause ("early menopause"), paraesthesia ("tingling"), palpitations ("palpitations"), constipation ("constipation"), weight decreased ("weight loss"), decreased appetite ("loss of appetite") and renal pain ("kidney pain"). On (B)(6) 2017, 10 months 23 days after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("one implant fell apart / 2 mm of implants remained in uterus") and general physical health deterioration ("catastrophic general state"). The patient was treated with surgery (implant removal by bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, device breakage, migraine, vision blurred, dizziness, fatigue, myalgia, premature menopause, paraesthesia, palpitations, constipation, weight decreased, decreased appetite, renal pain, complication of device removal and general physical health deterioration outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device removal, constipation, decreased appetite, device breakage, dizziness, fatigue, general physical health deterioration, migraine, myalgia, palpitations, paraesthesia, premature menopause, renal pain, vision blurred and weight decreased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09-oct-2017 for the following meddra preferred terms: abdominal pain lower. The analysis in the global safety database revealed 579 cases. Device breakage. The analysis in the global safety database revealed 1.781 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Auto-narrative supplement. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09-oct-2017 for the following meddra preferred terms: abdominal pain lower. The analysis in the global safety database revealed 579 cases. Device breakage. The analysis in the global safety database revealed 1.781 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.